Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with carto 3 and a map shift no error message, no patient movement and no cardioversion occurred. The patient did not move his/her body. Map misaligned approximately 12mm to the left at pre and post. When post-map was performed, this issue occurred. Since metal interference and so on were very affected originally, ¿initialize¿ was conducted at the appropriate timing. There were no errors as metal interference etc. On carto 3, and the metal interference of patch was at normal value. Prior to the map, the issue occurred that contact force (cf) became unstable. During the map, the issue occurred that the display of the octaray became unstable. Various problems occurred. When ¿reset visualization¿ was performed and map was performed again, the map could draw on the same position as pre. It was considered that the misrecognition for the position occurred somehow being affected. The timing was two hours later from the start of the procedure, after the pvi completion, during the post-map. The procedure was completed without patient's consequence. Additional information was received on (B)(6) 2024. There were no errors on the carto 3 and the metal interference of the patch was at normal value. Even the patient did not move his/her body, map misaligned approximately 12mm to the left at pre and post. The issue was seen after completion of the pulmonary vein isolation (pvi), during post mapping. The patient did not move before detecting the shift. Additional information was received on (B)(6) 2024. The approximate difference in catheter location before and after map shift was 12mm to the left. Cardioversion was not performed. The map shift issue was originally considered non-reportable, however, bwi became aware on (B)(6) 2024 of the ¿cardioversion was not performed¿ and have reassessed the map shift event as reportable. The awareness date for this record is (B)(6) 2024.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The investigation was completed on 12-dec-2024. It was reported that a patient underwent an atrial fibrillation (afib) procedure with carto 3. It was reported that there was a map shift of proximally 12cm on the carto 3 system. There were no error messages, no patient movement or cardioversion. An investigation was initiated by the manufacturer to investigate the issue. During the investigation, it was found that the reported map shift was related to patient movement despite the caller's report. According to carto 3 instructions for use: "when the relative position between the patches remains the same but the position of the heart relative to the back patches has changed (for example, after repositioning the patient's head on a pillow or moving the patient's arm without changing the patient's position on the mattress, or after the patient is cardioverted), the system will not give a warning and an incorrect map (map shift) might be generated." Issue is related to user error. The history of customer complaints reported during the last year and associated with carto 3 system # 55220 was reviewed. No similar additional complaint was found. A manufacturing record evaluation was performed for the carto 3 system # 55220, and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
During an internal review on 18-nov-2024, noted a correction to the 3500a initial under ¿g4. PMA/ 510(k)¿ field as it was left blank. It should have been processed as ¿k173977¿. Therefore, processed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).